Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a (B)(6) female patient undergone a craniotomy procedure on (B)(6) 2021 and was initially positioned on the left side down. Mayfield skull clamp slipped and caused 3 to 4 inch laceration on patient's forehead which was sutured to close. It was reported that 80 pounds of pressure was used during the procedure. There was a delay of 15 minutes as they used a different skull clamp and reposition the patient. Patient was doing fine after the procedure.

Manufacturer narrative:
The mayfield composite series (a3059) was returned for evaluation: DHR review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the evaluation of the device could not duplicate the reported complaint. With respect to the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit would not have slipped. The device was functioning as designed and intended from the investigation. Pm maintenance and cleaning required at this time. Please refer to the a3059 IFU for proper user instructions. Root cause analysis; the functional testing and the evaluation of the device could not duplicate the reported complaint. The device was functioning as designed and intended from the investigation. Please refer to the device IFU for proper usage instructions. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
A3059 mayfield composite series was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.